Manufacturer narrative:
The device has not returned to olympus medical systems corp. (Omsc) for evaluation. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
The user found that foreign material adhered to the outlet of the nozzle of the distal end of the device which was stored in the cabinet. Other detailed information was not provided. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc inspected the subject device and found that there were white foreign object adhered on the outlets of the air/water nozzle and the auxiliary water channel. Omsc analyzed the object and the analysis result showed it was a silicone-based substance. It was difficult to identify the object, because silicone is contained for various materials. There is the possibility that the object could be an antifoam solution which contains silicone. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the evaluation, there is the possibility that the reported phenomenon was attributed to residual chemical solution.